Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 ,the patient underwent the following procedures: posterior pedicle screw instrumentation, l5-s1 using titanium rods and screws. Transforaminal lumbar interbody fusion, l5-s1 via left-sided facetectomy approach using peek synthetic cage and bone morphogenic protein. Right-sided posterolateral arthrodesis, l5-s1 using autologous local bone and bone morphogenic protein to treat the following pre-op diagnosis: lumbar herniated nucleus pulposus, l5-s1. Lumbar degenerative disk disease. Per op-notes: ¿..a cage was then impacted in the disk space along with bone morphogenic protein. On the right side, the laminae of l5-s2 were decorticated. A protein sponge impregnated with bone morphogenic protein was wrapped around local morsellized bone and packed over the lamina. There were no apparent complications. The patient transferred to the recovery room in stable condition..¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.